Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's sister reported via phone call that customer experienced low blood glucose level. Customer¿s blood glucose level was 45 mg/dl at the time of incident. Customer treated with carbohydrates. Customer declined to continue insulin pump troubleshooting for possible causes of low blood glucose level. The insulin pump will not be returned for analysis.